Manufacturer narrative:
The referenced lvad infection and patient¿s expiration were reported under medwatch MFR report # 2916596-2017-01899. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient experienced altered mental status, confusion, and word searching. Neurosurgery was consulted and recommended no surgical intervention. A head CT scan on (B)(6) 2017 showed an acute left cerebral convexity subdural hematoma which measured 11 mm in greatest thickness inferolateral to the left temporal lobe. There was mild partial effacement of the left lateral ventricle but no frank shift in the midline structures. Also seen was an acute parafalcine subdural hemorrhage layering along the left greater than the right tentorial leaflets. A lacunar-type infarction in the left thalamus and posterior limb of the left internal capsule was age-indeterminate. It reportedly appeared subtly more conspicuous since 2015. The patient received 2 units of fresh frozen plasma and dilantin. An electroencephalogram (eeg) on (B)(6) 2017 showed left temporal sharp waves and generalized delta slowing, a maximum left hemisphere indicating a potential for seizures, a left hemispheric dysfunction, and a mild encephalopathy. A CT scan on (B)(6) 2017 showed a stable left convexity/tentorial subdural hemorrhage and resulting mild mass effect. Also seen were stable multifocal regions of encephalomalacia in the right frontal, parietal, and occipital lobes, and a chronic appearing infarct within the left internal capsule. A CT scan on (B)(6) 2017 showed an unchanged left convexity subdural hemorrhage. On (B)(6) 2017, the patient suffered from seizures. Dilantin, which had been discontinued on (B)(6) 2017, was restarted. The patient ultimately expired on (B)(6) 2017 from a chronic, uncontrolled lvad infection. No additional information was provided.

Manufacturer narrative:
No product was returned to the manufacturer for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. The patient remained ongoing on vad support and ultimately expired on (B)(6)2017 (reference medwatch MFR report# 2916596-2017-01899 for event related to the patient outcome). The clinicians reported that the pump was functioning as intended. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.